Event description:
PICC line placed without difficulty via the left basilic vein. Placement was confirmed via x-ray which showed placement in the mid svc, pt was discharged home on continuous IV drip via continuous infusion pump. Two mos later, when the pt awoke, she noted blood at the catheter site and her arm felt "wet" and the tubing had fallen out of the dressing. She reinforced the dressing with gauze and came to the clinic for a scheduled appointment with the tubing and the attached hub in a bag. When staff took down the dressing there was no evidence of the catheter. A cxr confirmed that the catheter has migrated to the pt's heart. An attempt to remove the catheter will be attempted this afternoon.